Manufacturer narrative:
No defects or abnormalities were noted on the sheath. The sheath's functionality was tested by turning the steering knob. The sheath was able to deflect and hold deflection. The shaft tip was inspected under the microscope. No defects were noticed. The interface compatibility between the returned sheath and a known-good dilator was assessed by inserting the dilator into the sheath. The dilator was able to strongly snap into the sheath without abnormalities. The outer diameter of the shaft tip was measured with and without a dilator and conforms within the design specification. Analysis of the returned sheath did not find any abnormalities or defects that support the allegations of this event.

Event description:
The faradrive sheath was selected for right atrium (ra) ablation. It was reported that the physician removed the faradrive sheath to use versa cross fixed sheath for transseptal. Then when physician re-inserted faradrive, he met resistance. The sheath was pulled back on sheath and noticed damage to distal end. A new faradrive sehath was opened to complete the procedure. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive sheath was selected for right atrium (ra) ablation. It was reported that the physician removed the faradrive sheath to use versa cross fixed sheath for transseptal. Then when physician re-inserted faradrive, he met resistance. The sheath was pulled back on sheath and noticed damage to distal end. A new faradrive sehath was opened to complete the procedure. No patient complications were reported. The device is expected to be returned.